Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed water leak test. A root cause could not be identified. Based on the results of the investigation, it is likely the no image cause due to faulty cable. Additionally, failed water leak test cause due to the puncture in the cable. Date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported no image during reprocessing involving an olympus autoclavable camera head. There was no patient involvement reported.